Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was being used to pre-dilate the lesion. The device was not moved or repositioned prior to the burst. A gradual drop in pressure was noted on the inflation device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use euphora rx ptca balloon catheter to treat a moderately tortuous, severely calcified lesion exhibiting 100% stenosis in the right coronary artery (rca), the device was inspected with no issues. Negative prep was performed with no issues noted. Pre-dilation of the lesion was not performed. The device did not pass through a previously deployed stent. Resistance was encountered. Excessive force was used during delivery. It was reported that the balloon burst during inflation after 1 atm of pressure had been applied. The patient is alive with no injury.